Event description:
It was reported that "a gap was observed from the connection between the wire reinforced section and the cannula and even though the blood removal was performed, blood leakage was observed from the gap after use of the femoral venous cannula." No patient harm was reported.

Manufacturer narrative:
The sample was evaluated by a team that consisted of a qe, me, and a technician. The complaint that blood leaked from the connection between the wire reinforced section and the cannula was not confirmed. The connection was looked at beneath a microscope using 10x magnification and no gap was observed. The device was connected to a leak tester, and there was no observed leak. The complaint could not be confirmed, thus a root cause could not be determined. No corrective action is required, the complaint could not be confirmed, and there have been no other complaints in the past two years for leakage from this area. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Manufacturer narrative:
Device evaluation anticipated upon product return from the customer.